Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit comb was bent. The event occurred prior to surgery. There was no harm and no delay reported. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information.on (B)(6) 2018, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher on may 14, 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The roller and gear were damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 14, 2018 which included replacement of the comb, roller gear, roller, and comb springs. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the comb was bent and roller and gear were damaged. While during product review it was noted that the comb was bent and also the and roller and gear were damaged, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.